Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received from the patient's significant other that a revision procedure was performed where the pacemaker system was taken out of service due to both the right atrial (ra) and right ventricular (rv) leads having insulation damage through to the conductor coils. The patient's significant other stated that the device was explanted and both leads were surgically abandoned. During the call with boston scientific technical services (ts), the patient's significant other also noted that the patient had previously experienced a staphylococcus infection. No additional adverse patient effects were reported. Additional information was received from the clinic that the pacemaker system was removed due to right atrial (ra) and right ventricular (rv) lead fractures.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's significant other contacted boston scientific technical services (ts) and reported the patient was having significant palpitations, when they went to the physician's office it was found that the lead safety switch (lss) triggered for the right atrial (ra) lead changing the polarity from bipolar to unipolar due to an out of range impedance measurement. The patient's significant other stated they were told the ra lead has an insulation breech and the physician noted it should be revised. According to the patient advocate this has occurred twice. The field representative attempted to contact the clinic and was unable to obtain any further information. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.